Event description:
Follow-up with dr. By pt. On 6/26/92. Dr. States that on june 22 he performed a biopsy on a healed gastrointestinal ulcer. An endoscope was placed transorally and the radial jaw was advanced through the scope to the lesion. Five bited were taken. One of the bites was excessive causing 10 cc of ozzing, however, hemostatsis occurred spontaneously. The patient was discharged to home that evening but presented to the hospital the following day with a significant g.I. Bleed. Five units of blood were given. Later that day a well formed clot was noted at the biopsy sitedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.